Manufacturer narrative:
Provided device evaluation and coding.

Event description:
It was reported that the device's power supply does not charge or powering on. There was reportedly no patient involvement. The customer evaluated the device and received remote support from the customer care solution center, during which a replacement power supply was ordered. Upon conclusion of the evaluation, it was determined that this was a malfunction of the power supply, the replacement for which under (B)(4) was ordered. The device remains at the customer site and no further evaluation is warranted at this time.